Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. Tip remains implanted, rest of device was disposed of.

Event description:
As reported: "a variax drill 2.4mm drill bit (703696) was used in a total hip case as a pilot hole for a suture passes. Apparently upon unerring the greater troch, the drill tip snapped off. The procedure was completed with drill bit tip remaining in patient. Drill bit shaft was removed from the field and disposed of. Drill bit tip was not removed as of surgeon recommendation."

Event description:
As reported: "a variax drill 2.4mm drill bit (703696) was used in a total hip case as a pilot hole for a suture passes. Apparently upon unerring the greater troch, the drill tip snapped off. The procedure was completed with drill bit tip remaining in patient. Drill bit shaft was removed from the field and disposed of. Drill bit tip was not removed as of surgeon recommendation."

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. Based on the provided information was the device used used in a total hip case. In this relation it can be mentioned that the overdrill with catalog # 703696 is intended to be used in conjunction with the variax 2 system, which is typically used for for internal fixation of bones or bone fragments. See operative technique for further details of the intended use. If more information is provided, the case will be reassessed.